Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the base. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Additional observation related to the customers complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly on 3 out of 3 attempts. The root cause can be attributed to a broken blade.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported a recognition issue with the 8mm harmonic ace instrument. The procedure was completed with no reported injury.